Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 810:03. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery on (B)(6) 2011. There was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available. This is report 5 of 9 from the same device and facility.

Manufacturer narrative:
(B)(4). The device has been received by baxter canada, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 810:03 was confirmed by baxter personnel in the pump's event history. The root cause was assigned to be a defective ail (air in line) board. The pump head module was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).